Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The root cause could not be conclusively determined. Probable causes that could have led to the reported event include that the power switch had worn out and broke down due to repeated use for a long period of time.

Manufacturer narrative:
The device was returned to olympus for evaluation. Service was unable to confirmed the reported complaint. The device was returned to the customer.

Event description:
The customer reported to olympus that the device was not presenting video and that there was a video connection issue. The reported problem was found during preparation for use by the customer. There was no patient involvement.